Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure the lead exhibited unstable thresholds. Diagnostic t esting/troubleshooting performed. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.